Event description:
It was initially reported the patient required more surgery because the implanted device had helped with one type of pain but had created other issues (unspecified). Follow up information confirmed the patient had undergone a spinal cord stimulator trial in june with excellent relief. Previously, the patient had undergone epidural steroid injections which did not help his pain. Following implant of the stimulator, the patient reported the new issues. The patient saw their physician. The event was attributed to the lead. The patient underwent revision of the lead (date not reported). The patient recovered without sequela and is no longer having problems with the system.